Event description:
The consumer and health care provider (hcp) reported that the patient fell occasionally and experienced a loss or change of therapy. There was an improvement in the patient's symptoms, but the patient was back to where they were before they got the implant and it had been for a while. The patient's friend or family member knew the patient's symptoms had returned based on the amount of laundry. No diagnostics were performed related to the falls and loss or change of therapy and no actions were taken to resolve the patient's loss of change of therapy. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.